Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and has changed out tubing three times but alarm does not go away. Customer does not recall any significant events leading to the error. Troubleshooting was done for no delivery and assisted customer with priming. Customer's blood glucose was 151 mg/dl at the time of incident. Customer indicated that they would replace the set and reservoir to attempt to eliminate the manual prime alarm. It appears that a new reservoir eliminated the issue however, customer was advised to monitor use of the device per doctor's instruction and send back the reservoir for analysis.